Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing impedance increase and pacing threshold increase over time. Physician explanted lead at time of upgrade to dual chamber ICD. No adverse patient events were reported. Should additional information be received, this file will be updated.